Event description:
The device was being utilized for an abdominal aortagram. The catheter was introduced over a wire guide using the pigtail straightner provided. The first radiograph revealed a crack in the pigtail in which contrast was noted to be leaking from. Upon an attempt to exchange the caheter over an .035 wire the distal tip portion separated in two segments. One segment was retrieved; however, the second segment was left in the perfunda branch. Continuation of cat no: ricketts 081983.